Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leak valve which introduced air. Physician was inserting the farawave catheter into the faradrive sheath and when he aspirated, the syringe had many bubbles inside, determined that the sheath valve was not airtight and used a replacement faradrive sheath. Then the procedure was completed without patient complications. The device was disposed.